Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
Device received from synthes (B)(4). While opening the cortex of the humerus with the awl, the tip broke off and could not be removed from the medullary canal.